Event description:
The manufacturer became aware of a rep dreamstation auto CPAP, dom - recrt device alleging visualization of particles. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.